Event description:
It was reported that the physician has had several patients with overdrainage of cerebrospinal fluid (csf) even when the valve was set to a performance level of 2.5. It was noted there has been a 70% increase in incident lately due to overshunting along with an increase in patients presenting with subdural hematomas during the last 2-4 months. The physician has had to "tie off" a few shunts recently too because the 2.5 setting was not slow enough. The physician has not had any instances where they have explanted the device from these affected patients.